Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. No noise was observed during the testing, even while the device was physically manipulated. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled system implant procedure, this pacemaker device was exhibiting right ventricular (rv) pace pulses even after programming off rv therapy and placing a port plug in the rv port. It was noted that the port plug was loose fitting in the pacemaker rv port. As part of troubleshooting, the right atrial (ra) lead was inserted into the rv port, but the pace pulses continued to be observed. Significant noise was also observed on the rv channel when tapping on the pacemaker device header. In addition, unexpected intrinsic rv signals were observed. As a result, a different pacemaker device was successfully implanted during the same procedure. There were no adverse patient effects.